Event description:
General report received of unspecified number of undocumented incidents of no flow. The extension tubing sets were connected to unspecified primary tubing sets and were being used to deliver unspecified concentrations of pitocin and magnesium via unspecified infusion pumps. After unspecified lengths of time in use, the infusion pumps alarmed for occlusion. The customer contact reported that the solutions were not flowing. The extension tubing sets were removed and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel.